Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the idler pulleys. There was fragmentation of the insulation, and the internal conductor wires were exposed. A piece measuring approximately 0.47mm x 1.1mm in length was missing from the insulation. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a broken plastic on the working part of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was damaged at the distal end, no piece was missing.

Manufacturer narrative:
Please refer to annex c - inv findings desc 1 for additional coding.

Event description:
Refer to h11 for follow-up information.